Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003735 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 07-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6003735 the count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003735 was manufactured according to the device history record (DHR) work instruction (wi) version 108 and manufactured in the line 7 on 16-oct-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
Reference no (B)(4). Event occured in the united states. It was reported that the patient faced a bent cannula event on (B)(6) 2025. The patient went to the emergency room (ER) and eventually got hospitalized.then patient was shifted to intensive care unit (ICU). The patient have highest blood glucose level is 480 mg/dl and ketone level. During hospitalization, the patient received fluids of saline and insulin, intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital and was in hospital for 1 day, after spending 1 day in the hospital, the patient was released. No further information is available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003735 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6003735 the count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003735 was manufactured according to the work instruction (wi) version 108 and manufactured in the line inset 7 on 16-oct-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
To date no additional patient or event details have been received.